Event description:
It was reported that the patient had an artificial urinary sphincter system (ams800) with a 4.5 cm cuff, implanted in 2014. From around (B)(6) 2018, urinary incontinence had reoccurred somewhat. In (B)(6) 2018, the function of the placed ams800 was stopped for the treatment of cardiovascular system which was not related to ams800, then a urinary catheter and such were inserted. After the treatment, the urinary catheter was removed and ams800 was restarted. From that time, there was report from the patient experienced worsened urinary incontinence . A replacement of the ams80 was planned for (B)(6) 2019. The physician anticipated that the balloon and the pump seemed strange, but it would not be known until the revision surgery. First, cuff closure will be observed with a cystoscope. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The physician anticipated that the balloon and the pump were seemed strange, but it would not be known until it was tried to open. First, cuff closure will be observed with a cystoscope.